Event description:
The patient experienced a loss of therapeutic effect after a fall. She bruised a small area of her back and felt a complete return of her back and leg pain. The patient felt stimulation in her buttock and down instead of in the painful areas. She also noted changes in recharging frequency. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).